Manufacturer narrative:
A spacelabs technical support engineer walked the user through restarting the xhibit central station (xcs) which refreshed the network connection between the xcs and xhibit telemetry receiver (xtr). After the power cycling the system, the device operated as expected. While restarting the system resolved the reported issue, the cause of the beds going offline could not be conclusively determined. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.

Event description:
The customer reported that multiple telemetry beds went offline at the xhibit central station. There was no patient or user death, or injury associated with the event.